Event description:
It was reported that, "the surgeon was screwing the 6.5 cancellous bone screw with the universal driver shaft, the tip of the universal driver shaft broke. The surgeon could not remove the fragment from the screw head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.